Event description:
It was reported that the ilet displayed ¿charge ilet now, low battery, therapy has stopped¿ and ceased dosing despite the charging pad showing a solid green indicator; the on-screen battery icon intermittently showed charging animation, and outlet changes did not resolve the issue. Symptoms included interruption of insulin therapy without reported hypoglycemia or hyperglycemia, as the user managed glucose with multiple daily injections and reported no impact to blood glucose. Outcomes included temporary loss of automated insulin delivery and transition to alternative therapy without medical intervention or hospitalization. Investigation included troubleshooting of the external power source and charging pad connection, confirmation of indicator status, and arrangement for device replacement and return of the original unit for evaluation. Investigation of this device revealed a suspected charging and power management malfunction of the pump system, with the device indicating low battery and stopped therapy while the charging interface signaled power present, consistent with a device power/charging subsystem issue. It was concluded, based on previously established findings for similar reports, that the cause was an unresolved device malfunction related to charging or internal battery/power circuitry.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of battery depletion was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.